Manufacturer narrative:
One cadd®-solis vip ambulatory infusion pump was returned for analysis in good condition. A functional test was performed in order to verify the reported issue. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification. No corrective action will be taken.

Event description:
Information was received indicating that a smiths cadd®-solis vip ambulatory infusion pump is causing under delivery and needs preventative maintenance. There was no reported injury to the patient.